Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was down, screen turned black and remote smart service went offline. The customer reported that issue occurred when user was trying to pull medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer controller board in drawer 1-2 was faulty, causing the station to display a black screen and fail to power on. A field service engineer (fse) disconnected all drawers from the main cabinet, identified the faulty controller board, and replaced it. The station was then powered on, hta diagnostics were run, and the drawer tested fine. The station is now fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was down, screen turned black and remote smart service went offline. The customer reported that issue occurred when user was trying to pull medication to patient. There were no adverse events or injuries reported based on this event.